Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident it was 523 mg/dl, current blood glucose is 488 mg/dl. The customer's blood glucose last episode was 140 mg/dl and it was spiked up to the 400's mg/dl, 466 mg/dl. The customer was also reported that they had low blood glucose and at the time of incident it was 62 mg/dl and treated it with food. Based on customer report customer does not allege pump was over delivering. The customer treated high blood glucose with bolus with the insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.